Manufacturer narrative:
.

Event description:
Roughly 3 years after primary surgery patient was washed out for infection and a 9mm implant was removed with the same bearing type and size.

Manufacturer narrative:
Fields updated.